Event description:
According to the reporter: after release, both magazines could not be removed from the handle. They cut, but did not staple. The intestine lumen was open. The unformed clips were in the situs and had to be removed. One magazine will be sent back.

Manufacturer narrative:
(B) (4). (B) (4).